Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) associated with this left ventricular (lv) lead exhibited an alert for an out of range pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
No additional information has been provided indicating that the lead revision procedure has been scheduled. If additional information becomes available this report will be updated.

Event description:
Additional information received from the local field representative indicated the pacing impedance measurements were 1,700 ohms. The patient reported symptoms of fatigue. The lv lead failed to capture at max outputs during an in clinic check. It was determined the lead was fractured and a revision procedure planned to be scheduled.